Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 526 mg/dl at the time of the incident. The customer's current blood glucose level was 514 mg/dl. Other relevant blood glucose level of the customer was 500 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose. The customer was feeling nausea. The insulin pump will not be returned for the analysis.